Manufacturer narrative:
The complaint device was not returned; therefore, product analysis could not be performed. There are two pictures attached in the complaint and confirm the lot# and the upn of the device reported, also one of the pictures is a error message of the metriq pump. The reported complaint cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. No issues were found that could have been related to the reported issue during manufacturing documentation review. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during a premature ventricular contractions ablation procedure. It was reported that the error 'purge stopped pressure limited' error would reoccur on the pump while trying to purge the catheter. They were unable to successfully flush the catheter, therefore, it was replaced with a new one from the different model. The procedure was then completed successfully without patient complications. The device was not returned for analysis.